Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2007 and mesh was implanted concurrently with lavh and bso due to sui. It was reported that following insertion, the patient experienced extrusion and dyspareunia. It was reported that the patient underwent excisions of parts of mesh on (B)(6) 2008, (B)(6) 2008 and (B)(6) 2008 due to pain, discomfort, painful intercourse. (B)(4).

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. It was reported that following insertion the patient experienced urinary problems. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. It was reported that following insertion the patient experienced urinary incontinence and painful intercourse. It was reported that on (B)(6) 2008 patient underwent transected mesh over the right urethral angle due to vaginal pain. It was reported that on (B)(6) 2008 patient underwent transected mesh and removed a 0.5mm square area of mesh due to vaginal pain. It was reported that on (B)(6) 2008 patient underwent removal of a 2cm portion of the mesh relieving the ridge that had been formed by the mesh on the left side due to vaginal pain. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary incontinence and painful intercourse. It was reported that patient underwent mesh revision/removal on (B)(6) 2008 due to vaginal pain. (B)(4).

Manufacturer narrative:
.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted due to symptomatic fibroids in the uterus. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.